Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 111. H6: investigation conclusions code was added: 25. H10: narrative/data was updated. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number for similar events and one (1) other complaint was identified. The customer did submit one (1) image for the reported event. Further review of the customer's image identified the implant's outer vial green cap was fractured / broken, and the tamper seal / ring was intact. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature.) Therefore, based on the available information, a packaging malfunction did occur. The implant's green cap was cracked while the green caps tamper seal was intact. The reported event was confirmed. This is an ongoing issue which is currently being monitored. A CAPA has been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions.

Event description:
It was reported that broken caps for two implants were found when the doctor opened the case.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.